Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, traces of infiltration were found inside, which seems to be the cause of the misalignment. Internal investigation found also that the power supply board was damaged. Although it cannot be confirmed, a usability issue is suspected as a potential root cause of this event. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: misuse. The trend is: n/a.

Event description:
The following has been reported: pm inspection, replaced internal battery pack and the pump membrane. Also upgraded the software and ran calibration and test procedures. All test ok. Replaced defective air detector, calibrated and tested ok. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.